Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump¿s down button and ok button was freezes about 15 to 45 seconds to a minute which had to let it go to a blank screen to the insulin pump. Customer reported that the time clock advance. Customer reported that the insulin pump screen freezes, or the buttons were not responding. Customer reported that the issues frequency was from 2 months. Customer stated that the numbers were not ramping on their own. Customer stated that the scroll bar did not moving with no input. Customer stated that the pressing menu button takes them to the menu screen. Customer stated that using the up arrow allows them to navigate screens. Customer stated that using the down arrow did not allow them to navigate screens. Customer stated that the block mode was inactive. Customer stated that an alarm was not in progress at the time the button was unresponsive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.